Manufacturer narrative:
Failure analysis confirmed button error alarm and no button response due to corroded keypad traces. However, the numbers did not ramp up on its own or display anomaly was noted during testing. There was no moisture damage found inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump received a button error alarm. The customer's blood glucose was 145 mg/dl at the time of incident. The customer stated that the buttons are not working and the numbers were ramping on their own. The customer stated the scroll bar is not moving up or down with no input from the user. The customer stated there is fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.